Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient experienced excessive recharge burden. The device is still providing therapy.

Manufacturer narrative:
Corrected data: this issue is no longer reportable as ipg exhibits normal recharge burden.

Event description:
Additional information received stated that patient's ipg exhibited normal recharge burden due to age of the device. The ipg is still providing therapy.